Manufacturer narrative:
H10: one actual sample and one photograph were received for evaluation. A visual inspection was performed using the naked eye under normal room conditions and along with magnification and no particulate matter (pm) could be observed in the fluid pathway of the actual sample. The fill port cap was removed and no issue was observed in the connector or cap area of the actual sample. A visual inspection of the photograph on the right side photo image showed an unknown single white polymeric appearing thin fiber in the fluid path. The reported condition was verified based on the inspection of the photograph, however, not on the actual sample. The cause of the condition could not be determined. The possible causes of the pm include compounding error, during customer handling, or inherent to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small strand-like particle was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter address: should additional relevant information become available, a supplemental report will be submitted.